Manufacturer narrative:
Section a4: patient weight was not provided manufacturer's investigation conclusion: the reported low flow alarm could not be confirmed through review of the submitted log files. Although a specific cause for the reported event could not be conclusively determined, the account indicated that the alarms were possibly due to a hemodynamic issue. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted system controller event log file contained events on 11nov2025. Of note, there was no system controller event data recorded on the reported event date of 10nov2025. Two transient low flow events were captured on 11nov2025, however neither of these events persisted long enough to activate a low flow hazard alarm. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured throughout the submitted log files, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced symptomatic low flow alarms. The patient was tenuous with the site stating that the low flow alarms were possibly due to a hemodynamic issue. Log files were submitted for review and captured momentary low flow events on (B)(6) 2025. These events were very brief and did not generate an alarm. The data showed frequent pulsatility index events that were occurring from (B)(6) 2025 6:25:35 through (B)(6) 2025 9:43:50.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.